Event description:
The user facility reported that a 57-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced sterile sleeve damage. On the 29th day of support staff observed that the repositioning sleeve was torn during pump repositioning. Blood cultures were positive from an undetermined source. The catheter was sutured at 53 and 54 cm. The plan was to wean the patient and explant due to repeat positive blood cultures. Of note, the positive blood cultures were not attributed to the device, or the sleeve being torn. No further information was provided.

Manufacturer narrative:
The investigation into the reported damage was completed. The device was not returned for evaluation. Based on the provided clinical information, the cause of the product damage was most likely a damaged sterile sleeve. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.